Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 452 mg/dl, treated with insulin pump, 455 mg/dl, last night before bed it was 126 mg/dl and morning woke up, it was 415 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not contacted with their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. The insulin pump will not be returned for analysis.